Event description:
After completing cerebral angiogram using a right femoral approach, an angio-seal device was advanced. However, it did not deploy correctly. This was recognized immediately. The pt began to complain of a fairly abrupt onset of pain, numbness and tingling in her lower leg and foot, and the previously palpable pedal pulse was no longer present. The pt did have a faint doppler dorsal pedal pulse evident. The pt's contralateral left leg had easily bounding pedal pulses detected. Manual compression was held at the arterial puncture site. Ultrasound studies were done in special procedures, which showed what appeared to be thrombosis occlusion of the superficial femoral artery at its origin. The popliteal artery at the level of the knee, however, did appear to be patent and obstruction appeared to be into the thigh segment. This finding was discussed with vascular surgeon immediately and surgical repair was arranged. Surgical procedure performed: right femoral artery exploration and control with femoral arteriotomies x2 at the common femoral bifurcation and in the proximal third of the superficial femoral artery for thromboembolectomy of clot and intruded, embolized fragment of angio-seal angiogram site closure device. Harvest of a segment of right greater saphenous vein. Vein patch angioplasty of femoral artery, two separate sites for maintenance of femoral artery patency. Pre-vascular reconstruction and post-completion angiograms.